Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. A 2.50x38 synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. While the stent protective cover was being removed during unpacking, it was noted that the stent moved off the balloon a little bit. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.